Event description:
It was reported that a user¿s dexcom g7 continuous glucose monitor (cgm) readings were visible in the g7 app but not on the ilet bionic pancreas pump, which displayed ¿start sensor¿ and remained in bg run; the user entered the code and pairing initiated. Symptoms included no ilet cgm data available to the pump with no adverse clinical symptoms reported. Outcomes included dosing status remaining in bg run until troubleshooting resolved pairing with no health impact. User support included guided troubleshooting and education that pairing should occur shortly and to call back if readings did not appear. Investigation of this case revealed that the issue was a connection and pairing problem between the g7 sensor and the ilet, with no evidence of pump malfunction after code re-entry guidance. It was concluded, based on similar reports, that the cause was user setup and pairing configuration rather than a device failure.